Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d10(concomitant med products); upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the bleeding at the access site was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via the right common femoral artery in a 75-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e shock. Prior to impella insertion, the patient was noted to have a hematoma at the right femoral access site, which was subsequently upsized emergently for impella placement. The impella cp was inserted in standard fashion using a pre-closure technique. The peel-away sheath was removed, and a repositioning sheath was placed. Manual pressure was applied, which appeared to resolve the existing hematoma. During the same episode of care, the patient received two units of packed red blood cells in the cardiac catheterization laboratory. The patient was also cannulated for veno-arterial extracorporeal membrane oxygenation (va-ECMO). All access sites were sutured using standard technique. Following transfer to the intensive care unit, the patient was noted to be in critical condition, and a massive transfusion protocol (mtp) was initiated. The patient remained on mechanical circulatory support at the time of reporting. Bleeding and hematoma formation are known risks associated with large-bore femoral arterial access, anticoagulation, and critical illness, particularly in the setting of emergent impella placement and concurrent ECMO support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right common femoral artery in a 75-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e shock. Prior to impella insertion, the patient was noted to have a hematoma at the right femoral access site, which was subsequently upsized emergently for impella placement. The impella cp was inserted in standard fashion using a pre-closure technique. The peel-away sheath was removed, and a repositioning sheath was placed. Manual pressure was applied, which appeared to resolve the existing hematoma. During the same episode of care, the patient received two units of packed red blood cells in the cardiac catheterization laboratory. The patient was also cannulated for veno-arterial extracorporeal membrane oxygenation (va-ECMO). All access sites were sutured using standard technique. Following transfer to the intensive care unit, the patient was noted to be in critical condition, and a massive transfusion protocol (mtp) was initiated. The patient remained on mechanical circulatory support at the time of reporting and status was survival at impella bridge. Days later, the patient received 1 unit of blood overnight due to a hgb drop to 7.0. Bleeding and hematoma formation are known risks associated with large-bore femoral arterial access, anticoagulation, and critical illness, particularly in the setting of emergent impella placement and concurrent ECMO support.

Manufacturer narrative:
B2 product problem was reported on the initial report and should not have been. B5 clinical narrative was updated. D6b explant date was added.